Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was symptomatic due to seizures and that the emergency medical technician had missed the intrinsic rhythm on the electrocardiogram. No sensing issues had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and undersensing was noted on the right atrial lead during high rate episodes. Suspected far field r-wave oversensing of external pacing and sensing was also noted. On the ventricular channel, undersensing was noted and the patient was symptomatic during the high rate episodes. The ra and right ventricular lead remain in use and no further patient complications have been reported as a result of this event.